Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device pj2580 and no non conformances/ manufacturing irregularities related to the malfunction were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A photo upon which this medwatch is based has been received, however, the photo evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did this event involve 1 single patient procedure? Did this event occur prior to use on the patient upon opening or did the event occur during use on the patient? Procedure date/event date? (B)(4).

Event description:
It was reported that a patient underwent a urology procedure on an unknown date and suture was used. During the procedure, the problem of pulling off suture needle had happened in the newly dispensed suture when it was opened to prepare for urinary surgery. Changed to another one to complete the surgery. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Product complaint #:(B)(4). Date sent to the FDA: 07/29/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary ==> according to the information received, the problem of pulling off suture needle had happened in the newly dispensed suture. A picture was returned to ethicon inc for evaluation. Upon visual analysis of the picture received. It was observed a foil packet, a paper lid and a winding former with an undisensed suture without needle product code vcp397. The needle was not observed in the picture. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Investigation summary ==> according to the information received, the problem of pulling off suture needle had happened in the newly dispensed suture. One opened foil packet, a paper lid and a winding former with an undispensed suture product code vcp397 was returned to ethicon inc for analysis. Upon visual analysis, the returned sample revealed that clip off defect was observed in the sample due to the extreme suture was noted to be severely cut. As per returned conditions of the sample no functional test was performed, and the needle was not returned for visual inspection. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Based on the information currently available, the clip off was identified during the investigation of the sample received. This product issue will be addressed through ethicon inc¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.